Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional tests could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 286 mg/dl. The customer stated that the buttons did not work properly since the night prior. She reported that she would press a button one way or another, but she was not able to garner a response. No significant events leading to the alarm were observed. She stated that her blood glucose levels were weird all day. The most recent blood glucose reading was 62 mg/dl. She stated that she had a low blood glucose reading of 60 mg/dl the day prior, so she treated with juice, a banana, and glucose tablets. She stated that her blood glucose reading shot up to the 200 mg/dl range. She stated that she was unable to navigate through the insulin pump to troubleshoot due to the button error alarm. Advised replacement of the insulin pump. Nothing further reported.